Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Did not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead exhibited high amplitude noise that was reproducible with motion of the patient's left arm. The patient was pacer dependent but asymptomatic to the noise and oversensing. The patient had no underlying intrinsic rhythm. The lead was capped and replaced on (B)(6) 2019. The patient remained stable and asymptomatic during the procedure with an optimal outcome.